Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Rv lead integrity warning occurred on (B)(6) 2015 for 2 or more high rate nst episodes and sensing integrity counter greater than 30 in 3 days. Beginning (B)(6) 2015, v sensing integrity counts up to 59; vt-ns due to lead noise oversensing. Concomitant product: product ID: 6940-52, lead, implanted: (B)(6) 1998. (B)(4).

Event description:
It was reported that the right atrial (ra) lead triggered an alert for high impedance. The ra lead was capped. It was also reported that the right ventricular (rv) lead exhibited oversensing. The rv lead was capped and was replaced with a competitor lead. No patient complications have been reported as a result of this event.